Manufacturer narrative:
Immucor technical support used a remote electronic connection method to view the electronic images of the test wells stored on the galileo neo instrument personal computer on (B)(4) 2014. This remote viewing method determined that all testing well images appeared as they had been interpreted by the galileo neo. No patient sample or customer product was returned to immucor for immucor investigation.

Event description:
On (B)(6) 2014, a customer reported an unexpected positive result when using anti-d (series 4) monoclonal blend with the hemagglutination assay on a galileo neo instrument.